Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements during implant testing in all shocking vectors. The connections were checked and were confirmed to be secure. Defibrillation threshold (dft) testing and commanded shocks were performed in triad and yielded measurements of 83 ohms. A save to disk and memory dump were performed to determine the cause of the high out of range measurements. Analysis of the save to disk and memory dump revealed the measurements were out of range with the proximal coil. Measurements were within range in rv coil to can. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed troubleshooting options. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the shocking vector had been reprogrammed to rv coil to can. High out of range shock impedance measurements were later observed in this shocking vector. Boston scientific technical services (ts) discussed monitoring the shock impedance measurements and testing options if measurements continue to increase. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.